Event description:
In an attempt to establish IV with 20 gauge, the catheter had perforated. The catheter was removed and a new one was inserted. Investigation finds the ed staff is the only department having this issue and a manufacturer representative has re-educated staff on the use of the device.======================manufacturer response for 20 gauge IV angiocath, 20 gauge IV angiocath (per site reporter).======================they came in and reinserviced the ed staff on use of the device.